Event description:
It was reported that during a da vinci si surgical procedure, the monopolar curved scissors (mcs) were dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the scissors were dull. Failure analysis also observed that the main tube of the instrument had deep scratches/gouges. The distal end of the main tube had a scratch mark with light material removal. The scratch was .084 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.